Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had to get their wisdom teeth removed due to the teeth were not moved correctly, they have a chipped tooth in the back from taking the aligners on/off. This tooth now has a cavity that needs to be repaired by their dentist. This is a contraindicated patient for crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.